Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional on 27-feb-2017 and it was reported that no troubleshooting was done and no actions/interventions were taken as they were unaware of the patient¿s reported issues of the volume discrepancy, the pump not alarming when the reservoir was lower than expected, and the patient¿s symptoms. The cause for the volume discrepancy, the pump not alarming when the reservoir was lower than expected, and the patient¿s symptoms was noted to be ¿possibly part of last refill was injected into pocket and patient had some systemic absorption¿. The volume discrepancy, the pump not alarming when the reservoir was lower than expected, and the patient¿s symptoms were noted to be resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine dose and concentration not reported and dilaudid concentration 25mg/ml dose not reported via an implantable pump. The indications for use were non-malignant pain and other non-malignant pain. The patient reported their pump did not alarm when the reservoir was lower than expected. The patient stated a volume discrepancy occurred. The actual reservoir volume was initially reported as 0.2ml and then the patient stated 0.02ml and the expected reservoir volume was 10.2ml. The patient stated that they had called the healthcare providers nurse line 3 times because they were so sick. The patient had been sick for 16 days prior to yesterday¿s refill and over that time he had called the nurse line, the pharmacy for the drug and the manufacturer and stated that he couldn¿t get any help. The patient reported symptoms over the 16 days of sneezing, coughing, and their muscles "stretch out" so it hurts to walk. The patient was laying there suffering, puking their "brains out". The patient further stated that when they did an oral (po) drug check the patient took more po meds than normal but only 2 days more than normal. The patient stated that they had an appointment to do a ¿fluid calibration¿ on (B)(6) 2017 where the healthcare provider would aspirate the pump reservoir and compare to the erv (expected reservoir volume). The patient stated it takes 24-36 hours before the patient would feel better now that the pump therapy has resumed.